Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. Following guidewire crossing the lesion, a 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a same size non-bsc balloon catheter and no patient complications were reported.